Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector was connected and disconnected by hand using the returned adapter with no issues. The reported condition of connection issue was not verified; however, the sample did not meet specification due to the separation condition. The cause of the condition was related to an inadequate solvent application between the female connector, the insert chip, and the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was unable to be disconnected from the patient line of an homechoice cassette. This was identified during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient received vancomycin 2 gm ip (intraperitoneally). No additional information is available.